Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c arm didn¿t move with control. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm will not move with the controls. There was no reported patient or user harm. The customer was provided with a quote to evaluate the system. The quote was rejected, and no work was performed by philips.